Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been to a day clinic with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 36 and 48 hours. It was also reported by the patient that the cannula was discovered bent. The patient was treated with a humalog injection. The patient was released the same day. The pod was worn when seeking medical attention but was removed at the clinic.